Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged a false positive result was obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from japanese to english: false positive

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary customer reported an issue on a bd bactec fx top instrument (p/n 441386, s/n (B)(6). Customer indicated about the issue with the false positives. A bd remote assistance communicated with the customer and confirmed that the that there is decrease in the false positive results followed by version upgrade (ver 6.40). The instrument is deemed functional and handed over to the customer for use. This is an unconfirmed failure of the bd product. Device history record (DHR) review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be determined. No new risks or hazards. No new trends after taking the unconfirmed complaints into account.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged a false positive result was obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from japanese to english: false positive.